Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was at the hospital due to a return of tremors. The caller found the patient after they had fallen at their house. The caller was able to check the ins with the programmer and was reporting the screen said ¿off and ok.¿ the caller didn¿t understand why the ins would be off. Technical services confirmed if the ins was charged and the caller said that the patient charged the isn yesterday. It was then asked if the patient having symptom return of symptoms prior to charging or after charging. The caller said prior to charging. The patient¿s tremors returned, and they were in the upper body/arms. The caller also reported that when the patient gets turned back on that it looked like the patient got shocked with lightning because the patient¿s settings were at the highest value when they had seen the patient get turned on in the past. The caller had not date for that event or reason why the patient¿s device was off in the first place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when the patient was asked what caused the issues of the device turning off, shocking, and the return of tremors they stated they forgot to check if the battery was plugged in. To resolve the issue the patient plugged in the unit, checked all the tools, recharged, and put a reminder on their computer and calendar. The patient also stated they were in the hospital on another event and the med techs turned the device off to do a test. They didn¿t turn it back on until the patient¿s son reminded them. Resetting the device was not comfortable for the patient. There were no further complications reported.